Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that the patient underwent surgery due to fracture. During the surgery, doctor found the contrast medium outflowed from a balloon when he injected the contrast medium into balloon. The balloon could not get desired pressure. No patient complications were reported as a result of this event.

Manufacturer narrative:
Additional information: product analysis: functional evaluation identified leakage at the distal tip of the instrument. Microscopic examination identified distal marker band deformation. After moving the distal marker band, a stylet puncture of the inner tube is identified. The ibt was received with a slight bend. The above observations are consistent with inner tube puncture due to stylet re-insertion while the ibt was bent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.